Event description:
The patient reported a small bump and tenderness near a suture used to secure the neurostimulator. A procedure will be performed to remove the suture. However, a date has not been provided. As of (B)(6) 2025, the patient is doing well, the bump does not look infected, and the commercial team member will provide additional information as it becomes available.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential root causes. However, the device was implanted in a u-shape. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7, includes the following statement: "the electrode array should be implanted straight for optimal performance and must be internalized from the proximal tip to the distal end of the electrode array. Handle the receiver with care." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique (incorrect tool, implanting too deep) as the device was implanted in a u-shape (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential root causes. However, the device was implanted in a u-shape. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7, includes the following statement: "the electrode array should be implanted straight for optimal performance and must be internalized from the proximal tip to the distal end of the electrode array. Handle the receiver with care." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique (incorrect tool, implanting too deep) as the device was implanted in a u-shape (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a small bump and tenderness near a suture used to secure the neurostimulator. A procedure will be performed to remove the suture. However, a date has not been provided. As of (B)(6) 2025, the patient is doing well, the bump does not look infected, and the commercial team member will provide additional information as it becomes available. Additional information was received. A revision procedure was performed on (B)(6) 2025 where the old suture was removed and the device was anchored deeper to fascia to not be so superficial.